Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the device has a faulty screen, the screen has a segment that will not illuminate. No patient impact or consequences were reported.

Event description:
The customer reported the device has a faulty screen, the screen has a segment that will not illuminate. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. When powered on the upper led digit display does not illuminate. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed the system board led segment display d2 likely has a borderline faulty led. The led was able to illuminate following measurement testing. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: ls1 3ex.

Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. External visual inspection showed no damage. When powered on the upper led digit display does not illuminate. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed the instrument board led segment display d2 likely has a borderline faulty led. The led was able to illuminate following measurement testing. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: ls1 3ex, corrected data: h10 corrected to clarify the failure was identified on the instrument board and not the system board.

Event description:
The customer reported the device has a faulty screen, the screen has a segment that will not illuminate. No patient impact or consequences were reported.